Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-07650. Noise was noted on the atrial and ventricular channels. During a elective device replacement procedure, and the leads were re-connected to the new device with good electrical measurements. The patient was in stable condition.